Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Clinic reported that an accu-chek 360 usb cable was melted. The employee felt heat from the cable and felt a slight shock upon unplugging it. No adverse event alleged. A request was made for the return of the device.